Event description:
Kimberly-clark received a report from customer stating per doctor and nurse, this tube was placed on (B)(6) 2010. Upon visit back to the hospital on (B)(6) 2010 for the removal of 0160-14, the mushroom tip balloon disconnected from tube. Patient was required to be taken into surgery for the removal of tube that came off during removal. Kimberly-clark has no independent knowledge of the event reported, but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database (B)(4).

Manufacturer narrative:
We were unable to review the device history record as a lot number was not provided. Sample evaluation: the device was received with the "bumper" portion missing (not included within the returned package). Comparing the length of the tube received to a control device indicates that the entire length of the tube was returned. Inspection of the returned device under a light microscope found evidence of tube fracture as the surface of the end of the tube appeared jagged. Directions for use provided with each product states "if the tube cannot be removed with a reasonable amount of traction, it should be removed by endoscopic retrieval." Review of recent complaint history for this failure mode did not identify any trend. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.